Event description:
The reporter has rec'd er1 messages. She will retest and get a number value. There was no change in treatment, no medical intervention, no adverse reactions and no allegations due to the er1 messages.